Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evprop23-29, serial/lot#: (B)(6), ubd: 20-oct-2023, UDI#: (B)(4), product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with a calcified bic uspid aortic valve with fusion of the right coronary cusp (rcc)/non-coronary cusp (ncc) and horizontal aorta angulation, a pre-balloon aortic valvuloplasty (bav) was performed with an 18 millimeter (mm) non-medtronic balloon. Two more dilations were performed with 20 mm non-medtronic balloons. The valve was deployed and recaptured twice due to a high implant depth. On the third deployment attempt, the valve was successfully deployed. The valve was constrained. The nosecone of the delivery catheter system (dcs) was still in the left ventricle. While checking between views to decide which view was best to remove the nose cone, the valve dislodged up. A snare was used to snare the valve into a safe position in the ascending aorta and hemodynamics were stable. A new valve was prepared. The second valve was deployed through the first valve and was recaptured once due to a high position. The valve was successfully deployed in a deeper position. Fluoroscopy after final deployment revealed a suspected aortic dissection as contrast was traveling upwards. The patient was agitated during the valve deployments and post procedure was less responsive. The patient was transferred for an urgent computed tomography (CT) scan. The CT scan confirmed an ascending aorta/arch dissection. No treatment was performed for the dissection. Per the physician, it is unknown what caused the dissection or when the dissection occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: a5a and a5b corrected. Updated data: h6 - method, result and conclusion codes h10 - conclusion: the device history record was reviewed for the valve (f161044) and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the valve was recaptured twice due to sub-optimal positioning. Recapturing is a feature of the evolut pro plus system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest that a device quality deficiency may have caused or contributed to this event. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: a static image, media files, and a mobile product experience report questionnaire were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was not provided. The image provided of the valve deployed to 80% revealed a constrained/under-expanded. In another image, the nose appears to be interacting with the inflow of the fully released evolut. It is possible that the nose cone of the delivery catheter system (dcs) interacted with the evolut causing an aortic dislodgement. Medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. Even though the delivery catheter system removal was not shown in the media files provided, it appears that it was the most likely cause. Of note, prosthetic valve migration/embolization is listed as a potential adverse event in the evolut pro+ instructions for use (IFU). Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. The interaction with the nose cone of the dcs likely contributed to the dislodgement. Vascular injuries such as dissection are known potential adverse patient effect per the device IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, it is unknown what caused the dissection or when the dissection occurred. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.